Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during the process of removing the trial leads, the contacts were detached and left inside the patient¿s body. The patient was doing well and no further course of action will be taken.

Manufacturer narrative:
.

Event description:
A report was received that during the process of removing the trial leads, the contacts were detached and left inside the patient¿s body. The patient was doing well and no further course of action will be taken.